Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was powered on, it cycled and not errors were observed. The reported event could not be duplicated.

Event description:
It was reported when attempting to place a patient on the ventilator, the patient was struggling and didn't receive breaths from the ventilator as the unit was not cycling. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.